Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique by reusing supplies which resulted in peritonitis. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. Users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a use error by reusing a single use product which resulted in peritonitis. It was reported that the patient made an error and reused ¿equipment¿ while performing peritoneal dialysis (pd) therapy (no further information was provided). Subsequently, the patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, and fever. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the event with unknown antibiotics (doses, frequencies and routes of administrations were not reported). On an unreported date, the patient was retrained on aseptic technique. No further information was provided regarding the outcome of the peritonitis event. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: two weeks after being admitted to the hospital, the peritonitis was resolved, the patient was recovered from the event and discharged from the hospital. Should additional relevant information become available, a follow-up will be submitted.